Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the device was received and sent to the supplier for evaluation. The suppler reports indicate: no signs of activation at the tip there is residue in the suction tube there is a small cut in the cable outer insulation. The active and return wires are not visible. Electrical testing was performed and the return continuity, primary capacitance and hipot tests passed. The active continuity test failed. A functional test was performed and default values, minimum and maximum settings and the available waveforms all passed. The activation testing was performed. There was no output for the coagulation mode. The ablate mode test was done and the generator showed the ¿output short¿ error. Further investigation: after a period of 15 seconds of keeping the yellow foot pedal pressed, the device began to activate normally. This occurred on both ablate and coag modes. The active continuity was rechecked and found to be within specification (0.49o). From the supplier¿s investigation they were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The crimp issue seen has been investigated under cap which has since been closed however the output shorted error seen during testing at oste UK and not reported by the end user will require further investigation by the appropriate department. DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore, no containment or correction action related to the individual complaint is required. As detailed in the product control plan this product is 100% inspected for continuity as part of its product test regime therefore all reasonable containment is in place and additional process containment work is not considered necessary therefore no containment or correction action related to the individual complaints is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Date of event is an unknown date in (B)(6) 2019. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder procedure on an unknown date, the customer's vapr premiere 50 electrode did not work at all. The procedure was completed with another like device with no patient harm but there was a five (5) minute surgical delay to the case to open a new device. It was further determined on (B)(6) 2019, that the device would not coagulate. This is report 1 of 1 for (B)(4).